Event description:
It was reported that, the patient was using a contact detach steel infusion set (6 mm, 23 inch) and experienced repeated insulin leakage during a supply change. The patient¿s mother stated that an entire vial of insulin and a full box of cartridges were used because the fill tubing pushed insulin out of the cartridge, causing it to leak throughout the pump. Multiple complete supply changes were attempted using cartridges from the same box, all of which failed in the same manner. After switching to a new box of cartridges, the system reportedly functioned as expected. During follow-up, the agent verbally reviewed the supply change process with the patient to identify potential issues. It was reported that the patient had been instructed to connect the cartridge to the connector outside of the pump. The agent advised that this was not the correct procedure and instructed that the cartridge should be inserted into the pump after rewind on its own, followed by attachment of the connector. The agent arranged for replacement cartridges, connectors, and infusion sets to be sent due to the multiple unsuccessful supply changes performed to resolve the issue. The patient was reportedly not connected to the pump during these supply changes, which resulted in elevated blood glucose levels. Follow-up communication confirmed that the elevated blood glucose was due to the patient being disconnected from the pump, and no additional symptoms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.